Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an error code dt0002 during post (power on self test). The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the bd pcba (breath delivery-printed circuit board) to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis laboratory. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.